Event description:
Affiliate reported that the cranioblade has broken during use. The blade was changed during surgery. The hospital mentions that "the risk for the pt was high but no clinical consequence".

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.